Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the "adaptor, snap-on flowmeter, french" (part number 12228) component was missing. A sample of the adaptor (part number 12228, lot #4-2717741) was selected from current inventory at the manufacturing facility and was assembled on the received sample in order to perform a functional test. The sample was placed on the oxygen flowmeter under o2 flow at 15 l/min for 10 minutes and no issues were found. No leakage and/or whistling was encountered. The customer complaint of "whistles/leaks while in use" could not be confirmed as the complete sample was not returned for evaluation. To perform a proper investigation and determine the source of the reported defect it is necessary to evaluate the complete sample involved in this complaint.

Event description:
Customer complaint alleges "the bottle is not connecting properly to the o2 manometer so it occurs whistles and leaks." Alleged defect reported as detected during use. No patient harm or injury reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received yet at our facility, at the time of this report. No photos have been received for evaluation of the alleged defect reported. Based on the (B)(4) lot number provided, the (B)(4) lot numbers for component (B)(4) were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint (B)(4) during the manufacture of the material. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation and determine the source of the alleged defect reported, it is necessary to evaluate the device sample involved in this complaint. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated accordingly.

Event description:
Customer complaint alleges "the bottle is not connecting properly to the o2 manometer so it occurs whistles and leaks." Alleged defect reported as detected during use. No patient harm or injury reported. Patient condition reported as "fine".